Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, on first generator with serial number (B)(4) it gave "instrument not recognized". They brought in second generator serial number (B)(4) and it recognized the instrument, but was not sealing correctly, despite hearing two beep tones and purple circle finished. Two different handpieces with same lot number were plugged into two different generators. One generator did not recognize the instruments, the other did not seal correctly. A "dummy" test plug was done and when plugged in, it did not show signs that pins were broken or compromised and screen lit up as indicated. There was no regrasp alert heard. There was an end tone and there was evidence of energy delivery. The case time was extended as they ended up suturing. Patient is currently fine.